Manufacturer narrative:
Additional information - the device was retained by the hospital's lab. The device was not returned for investigation; therefore, the report of suspected device thrombosis could not be determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 month. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had been placed on extracorporeal membrane oxygenation prior to lvad implant. It was reported that the patient was slowly recovering very well, then developed an acute increase in lactate dehydrogenase (ldh) level. A few days prior, the patient was found to have left atrial thrombus by transesophageal echocardiogram, and that the patient experienced atrial fibrillation. The ldh level continued to increase without any clear evidence of clinical deterioration. Due to existing left atrial clot and elevated ldh, the lvad clinicians suspected device thrombosis. The patient was taken back to the operating room for pump exchange, left atrial thrombosis removal, and excision of the left atrial appendage.

Manufacturer narrative:
Device evaluation: the pump was returned assembled with driveline cut less than 1 inch from the pump housing. The severed portion of driveline, the sealed inflow conduit, the sealed outflow graft, and the outflow graft bend relief were not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered thrombus formations or depositions. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A specific cause for the reported elevation in the patient¿s lactate dehydrogenase level could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.